Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The short pins of the cardan joint was not returned with the rest of the device. The short pins had fractured due to external forces. The rest of the device appeared to be significantly used with many scratches and other signs of wear. The cardan joint forks were bent outward, which will occur if too much force is placed on the device. The manufacturing records were reviewed and no discrepancies were identified. (B)(4).

Event description:
It was reported during an unknown procedure that the device has fractured. No adverse events were reported as a result of the malfunction.